Event description:
It was reported that during a right reverse total shoulder arthroplasty at the user facility, a cement restrictor was inserted into the prepared humeral canal using the insertion device. The insertion device failed to disengage from the cement restrictor as intended. Multiple attempts to remove the cement restrictor and insertion device were unsuccessful, and the plastic insertion device fractured during removal attempts. To retrieve the retained components, the surgeon extended the incision and performed a humeral osteotomy. The fractured insertion device and cement restrictor were successfully removed in their entirety. The procedure was completed. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.